Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was preoperatively diagnosed with lumbar canal stenosis and underwent oblique lumbar interbody fusion. During surgery, the arm could not be fixed tightly and was loose. The product came in contact with the patient. No patient complications were reported as the result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.